Event description:
It was reported that an external blood leak was observed from a crack in the deaeration chamber of a prismaflex m100 set approximately 10-15 minutes after the start of continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs and a video were provided for evaluation. Visual inspection of the photos and video showed blood leakage from a crack in the set deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.